Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was showing a correct patient temperature, but the water temperature was increasing and at times reaching 40 degrees c. Atop this, it appears the machine was not drawing water into the reservoir consistently, in line with faults they have experienced before. Per follow up information received via mail on 02jun2025, they have no open work order for this unit so were unaware this unit was returning.

Event description:
It was reported that the arctic sun device was showing a correct patient temperature, but the water temperature was increasing and at times reaching 40 degrees c. Atop this, it appears the machine was not drawing water into the reservoir consistently, in line with faults they have experienced before. Per follow up information received via mail on 02jun2025, they have no open work order for this unit so were unaware this unit was returning.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. Device was able to fill correctly during evaluation. As5000 system passed all tests, is functioning properly and is ready for use. A risk review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.